Manufacturer narrative:
Covidien reference: (B)(4). The sample was returned for investigation. A visual inspection was performed and found that a suction device from a different manufacturer was located inside the body of the tracheal tube. A blue substance was also found in both cuffs and the pilot balloon. The cuffs were then inspected and the distal cuff inflated and deflated without issue. The proximal cuff was inflated and holes were found on the cuff body. The most probable root cause for this malfunction was over inflation of the proximal cuff. The reported complaint was verified. The instructions for use (IFU) were reviewed and it is stated not to overinflate the cuffs. Over inflation can result in tracheal damage, rupture of a cuff with subsequent deflation. The IFU instructed the user to fill the proximal cuff with sterile isotonic saline and to ensure that there is no air in the cuff.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during patient use, the proximal cuff of a tracheal tube was injecting with methylene blue and the cuff snapped. The tracheal tube was then exchanged for a new device. There was no harm to the patient as a result of this event. The cuff was tested prior to patient use and functioned as intended.